Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via naked eye with no issues noted. Eight psi under water pressure testing was performed and observed a leak at the connection between tubing and drip chamber. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak beneath the chamber of a clearlink solution set with duo-vent spike. This was noticed during priming with normal saline. There was no patient involvement. No additional information is available.